Event description:
Pt is a (B)(6) female pt who received neuragen tube two months ago. Neuragen used to repair a traumatic laceration to her radial wrist with repair of her apl tendon and repair of dorsal radial sensory nerve. There was a 2cm gap in the nerve. Pt has no past medical history, but has inflammation with a very painful area surrounding her scar. She continues to drain yellow serious fluid. Responded well to antibiotics, but recurrence of pain, hypersensitivity, and skin changes. Surgical revision of the neuragen guide planned. Reporting facility will send surgical sample for pathology.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.